Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Medical device code (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, an analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. During the procedure, the bands were released from the device; however, they twisted on each other. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.